Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the atrial lead exhibited loss of capture and loss of sensing. A chest x-ray confirmed the lead had dislodged into the ventricle. The lead remained implanted.